Manufacturer narrative:
(B)(4). Date sent: 4/17/2026 d4 batch #: c9el2e additional information was requested and the following was obtained: did the generator display any error messages and if so what were they - no did the device pass the pre-test -yes had the device been working and then stopped - yes did the patient experience any adverse consequences due to this issue ¿ no patient involvement investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. The device was connected to a test handpiece and a gen11; during functional testing, it was noted that the hand control buttons were nonfunctional. However, the device did activate when tested with the footswitch. The device was disassembled to verify the condition of the internal components. Corrosion was found at the hand activation domes. The corrosion in the domes is possibly caused when the device was soaked for cleaning before shipment for analysis. Due to the moisture discovered on the instrument, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude the root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion/moisture to the device. It is possible that moisture in the dome could have resulted in an alert screen of ¿reactivate, two switch activations detected¿. This was not seen during the analysis. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch c9el2e, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the device was not working.